Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient fell and dislodged the right atrial (ra) lead. The ra lead was explanted and replaced. The patient remained stable throughout the procedure, no patient consequences were reported, and the patient was later discharged.